Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes. The smart pass feature had programmed itself off due to the low intrinsic amplitudes. There was some undersensing which caused some false atrial fibrillation event storage. The sensing vector was set to the alternate vector. The doctor has scheduled an x-ray. Technical services advised some testing options. There were no additional adverse patient effects. The system remains implanted.